Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were showed up on station. A technical support specialist (tss) dialed into the server and verified that all services were running. A server-down query was executed, and no disconnected flags were found. Tss logged into patient encounter system (pes) and confirmed that the sample patient was appearing on the server. After dialing into the station, no critical override status was observed. Later customer reported that server patching had occurred the previous night, and after rebooting, several services had not restarted properly until customer manually started again. No user-reported issues were identified following the service restoration. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, admit discharge transfer (adt) appeared to have an issue in which all newly registered electronic medical record (emr) patients were not showing up on any devices. The customer also stated that the server had been rebooted and services restarted, which might have contributed to the problem. At the time of reporting, all machines were in critical override, and the customer was unsure whether patients were appearing on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.